Manufacturer narrative:
The ventilator has not been returned for evaluation. Should the device be returned a follow up report will be submitted.

Event description:
It was reported that during regular schedule testing of ventilator, serial # (B)(4) ventilator could not reach inspiratory pressure.

Manufacturer narrative:
The ventilator was returned to sechrist for evaluation. The unit was received and visual inspection showed a taped box identifying that the unit was opened by customs. The box was heavily damaged with splits on the sides. Upon opening of the box there were clear signs of damage. Removed the packaging foam and the flow control knob was found lying on the bottom of the box. The fio2 knob was bent and damaged along with the pressure relief valve being bent and broken. The unit was tested and the following observations were made: the flow meter was found detached for the unit. The fio2 knob was bent. Fio2 is out of specification at .80, reading 75.8% o2, should be 77-83 % o2. Balance out of specification at .90, base line reading at 85.9% o2 should be 87-92 % o2. Ventilator: the pressure set regulator is not locked down. Minimum inhalation pressure out of specification, reading 1 cmh2o, should be 4-7 cm h20. Maximum inhalation pressure out of specification, reading is 1 cm h2o, should be 70 +/- 5 cm h2o. Maximum expiratory pressure out of specification, reading is -0.5 cm h2o, should be 20 +/- 2 cm h2o. A06 prolonged insp. Pressure alarm could not be checked, insp pressure too low. The customers exhalation block was also bend back and the exhalation block is fine. Due to the lack of being able to control the patients pressure control the testing was stopped. Root cause: the unit has not been overhauled per the recommended every 2 years and the unit was damaged during shipping due to poor packaging. The device has been repaired and returned to the customer. A device history review (DHR) was performed. Millennium ventilator, serial number (B)(4), was manufactured on 06/05/2012. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) did not find any non-conformance that could cause or contribute to the reported issue. Corrected data: device manufacturer date is 06/05/2012 and not 04/30/2012 as stated on the initial report.